Manufacturer narrative:
Lot information is unknown. No testing is possible.

Event description:
Our office reported that a female patient experienced a "bacterial corneal ulcer" with foreign body sensation, pain, excessive tearing, blurry vision and cloudy cornea. Patient report indicates that she was hospitalized (unknown length of time) and received medical treatment (unknown). Patient outcome is unknown.